Manufacturer narrative:
The instrument was returned and evaluated. The customer reported failure mode was confirmed with the following clarification: both pitch cables are loose at the distal clevis hub, thus preventing intuitive motion. The clevis does not exhibit any damage or wear marks. Both of the cable crimps are installed in the clevis. Upon removal of the instrument's housing removal it was discovered that the pitch cables are loose at the clamping pulley; however, there are no loose clamping pulley screws. Failure analysis investigation also found that one of the loose pitch cables is frayed. The frayed strands stick out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of a frayed pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the prograsp forceps instrument would not stay engaged. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.